Event description:
It was reported that the unit would not stop beeping when it was plugged in and when it was tested it started smoking. Evaluation confirmed the smoking condition. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: triac pc board.